Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tactiflex catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported pulmonary vein stenosis remains unknown.

Event description:
Pulmonary vein stenosis was noted on images reviewed following an atrial fibrillation procedure performed on (B)(6) 2023. Upon review of the procedure, it shows a cti typical flutter line was performed in navx mode, while a left atrial pre-voltage atrial fibrillation map was created in the left atrium in navx. However, the geometry in navx looked abnormally flat and distorted so no lesions were attempted with rf and a new map was created in voxel mode. No distortion was detected in voxel, and the case proceeded as normal. A pre-voltage map was collected, and a post voltage map confirming pulmonary vein isolation. It did not appear that any lesions were inside the veins.